Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 2000013868/2000013867/18650664.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. The explanted devices were not returned.